Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers gd895227 and gd895391. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis. The patient was hospitalized for seven days and was treated with unreported antibiotics. At the time of this report, the patient had been discharged from the hospital for the peritonitis and was recovering from the event. Peritoneal dialysis therapy was ongoing. No additional information is available. This is report 2 of 3 for this event.